Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons were intermittently responsive. It was reported that there was a hole in the keypad. The patient alleged to have swum with the pump connected. The patient claimed that moisture was under the keypad and behind the display screen. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was found to be punctured. Unrelated to the complaint, evaluation revealed a cracked battery compartment along with moisture corrosion. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.